Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was fractured into two pieces, rendering the device inoperative. Both of the fractured pieces were returned. The device also has numerous scratches likely from extraction. The clinical/medical evaluation concluded that the responses to clinical requests were not provided, therefore, s+n has not received the adequate documentation to fully evaluate the root cause of the reported event. Based on the limited information provided, the patient was revised to remove the broken nail and a synthes compression plate was implanted instead. The patient impact beyond the reported event could not be determined based on the limited information provided. Therefore, no further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after an internal fixation surgery was performed on an unspecified date, an intertan 10mm x 24cm 125d broke off. On (B)(6) 2021 the patient underwent a revision surgery to remove the broken nail and a synthes compression plate was implanted instead. Patient outcome remains unknown. Clinical information not available.